Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter . The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of ivc filter and pain at filter site. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots and occlusion of the ivc filter does not represent a device malfunction. Placement of a vena cava filter is not a cure for clots/thrombosis nor does it prevent the formation of new clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With limited information, available it is unknown if the pain experienced is due to the filter, the duration of the pain and the length of time of the experienced pain. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As indicated in a legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of ivc filter and pain at filter site. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
This is a follow up to provide the report number for the previous MDR sent for this case. This complaint was initially sent as report 9616099-2016-00368.